Event description:
Customer reporting 1 false positive sars result for 1 symptomatic female patient. Customer communicated result was confirmed negative with concurrent pcr result. Repeat pcr resulted negative as well.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.